Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter; ubd: 28-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump for non-malignant pain. The patient reported their healthcare provider told them there was problem with their catheter but they repaired it. The patient stated their healthcare provider told them this information after their pump was replaced with a new pump implant on (B)(6) 2015 and the patient stated they were not sure what this meant. No further complications were reported or anticipated.